Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was powered off for approximately 1 week. Reportedly, upon powering the pump back on, the pump unexpectedly reset. In addition, it was reported that the pump time was inaccurate. Customer reported the pump time will be adjusted and a new cartridge will be loaded onto the pump to resume insulin therapy. Customer's blood glucose level was 162 mg/dl.